Event description:
The complainant has reported that a patient (age and gender unknown) underwent a therapeutic ercp with placement of a plastic biliary stent. The rx stent was successfully advanced along the guidewire without issue. The stent was well approximated for placement at the intended location within the cbd. The clinician was able to initiate and complete the deployment sequence without any noted resistance. Upon removal of the push catheter and guidewire, it was noted that the clear introducing catheter had detached and remained within the stent. The scope remained in place. Forceps were utilized to retrieve the detached catheter. The stent maintained successful placement within the patient. The patient did not sustain any noted complications or ill effect as a result of this issue. The patient condition is reported as 'fine.'

Manufacturer narrative:
This device is currently being evaluated by the manufacturer. Following completion of the engineering evaluation, a supplemental medwatch report will be forwarded, should relevant details be identified, under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.